Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they had high blood glucose level that was too high to read. Customer declined troubleshooting for high readings and treated with manual injection insulin pen and pump. Customer had issue with not receiving no delivery alarm. Troubleshooting was completed showed no signs of problem. The insulin pump will not be returned for analysis.